Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s wife stated that she found the patient unconscious with the device alerting for sensor error, and she administered glucagon. After receiving the glucagon the patient was back to normal condition. No blood glucose values were checked. An ambulance was not called since the patient became conscious and stable. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.